Event description:
Per the clinic, the patient developed skin overgrowth on the abutment, and was treated with an injectable steroid on (B)(6) 2021. However, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove overgrown tissue and change the abutment. The implanted device remains.